Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having difficulty charging the ins. The caller indicates that, starting yesterday, the recharger will find the ins and then 5 seconds later it loses connection. Reset the recharger, closed all apps, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, recommended patient lean forward while sitting to optimize ins position, caller observed code 1707 when opening the app, dismissed the code. The caller noted that the ins has moved and they just noticed it today. The caller reports there have been no falls or trauma, but the caller did have a 6lb weight gain. Troubleshooting resolved this issue. The caller also reported sensation when charging. This has happened since implant and only when recharging. The caller is not certain where it comes from, but it is felt right around the ins and the caller described the sensation as a magnetic pulling, like a shock. Caller called back and left a vm to use thin clothing as a barrier between recharger and ins if they are not already.